Manufacturer narrative:
Patient demographics (date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The evaluation of the returned devices revealed that the second pushrod for all five devices did not deploy completely. Further evaluation revealed that the devices were returned damaged. One device's mechanism was damaged, and one device's shaft was dissembled from its handle. In addition, all five devices distal tips were bent. Device history record review revealed nothing relevant to this event. The most likely cause of this type of event is excessive movement of the needle from tear and/or the user not following the deployment sequence as stated in the surgical technique guides such as squeezing and releasing trigger out of sequence, and premature squeezing and releasing of the trigger. Bent tip event typically caused by leveraging/prying the device during implantation procedure. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that five ar-4502, speed cinches ((B)(4) - lot 10056957 qty 4) ((B)(4) - lot 10055690 qty 1) were being used in an acl and meniscal repair procedure. While using the first speedcinch, the first implant deployed successfully, however the second one did not. This event happened with the other four speed cinches as well. The first implants and sutures were retrieved from the patient after each time. Due to the five ar-4502's not deploying the second implants, surgeon performed a menisectomy instead. The procedure was completed successfully. No patient injury reported. Patient: female, age (B)(6).